Event description:
After 2 years of successful cochlear implant use, this patient developed a severe skin flap infection. Consequently, the device extruded and had to be explanted in 2005. The patient was not reimplanted at that time.